Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging a battery indicator on the patient's one touch ultra 2 meter. The reporter mentioned that prior to testing a month ago, the patient felt dizzy. She then attempted to test her blood glucose 30 minutes later and obtained a battery indicator on their ultra 2 meter. She did not take any action after attempting to use the meter. The patient then contacted ems and when they arrived they tested the patient's blood glucose on their meter and obtained a 346 mg/dl and treated the patient with insulin. This is not the first time the product is being used. The patient denied any misuse of the product and the battery did not need to be replaced. The product was replaced. The complaint is being reported since the patient alleged that due to the battery indicator, she was unable to test and had to receive insulin for a blood glucose of 346 mg/dl on the paramedic's meter.

Manufacturer narrative:
The 510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-02/22/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed